Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Data will not be analyzed as signal loss for one hour or less is within specification. Confirmation of the allegation was not determined. No root cause analysis was performed as signal loss was within specification. No additional event or patient information is available. Labeling indicates: the dexcom g5 mobile app is only compatible for select smart devices and mobile operating systems.